Event description:
Rptr alleges pt complains of slow decrease in size several years with development of local discomfort and firmness. Pt also complains of progressive systemic problems including arthralgias (positive morning stiffness), myalgias, axillary swelling, chronic fatigue, recurrent urinary tract infections, hot flashes, headaches, tmj problems, visual disturbances, dizzy spells, memory problems, dry eyes, rashes, sensitive to sun and chemicals, weight gain, nausea, gastrointestional/genitourinary problems, easy bruising, dyspareunia and intermittent pungent odor to urine. Pt is otherwise healthy.